Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had broken tip. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.120" x 0.196" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The mega suturecut needle driver part# 471309-15 lot/serial# (B)(4) was last used on (B)(6) 2022 on system (B)(4) with 08 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.